Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer stated the buttons on the insulin pump were getting hard to use and would not let the customer to add what needed into the insulin pump for insulin. It was also reported that the battery life was not lasting long and had to change often. The customer also stated that the insulin pump also stops rewinding and does not rewind all the way. The device will not be returned for analysis.